Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 24x3.50mm rebel stent was prepared to treat the lesion. During insertion into the tuohy, some resistance was noted. The physician removed the stent and it was then noted that the stent edges were flared. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).